Event description:
On (B)(6) 2021 the user suddenly was not able to hear with the device. The batteries in the audio processor (ap) were replaced but the issue was not resolved. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The concerned device was explanted but has not been received for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021 the user suddenly was not able to hear with the device. She replaced the batteries in the audio processor (ap) but the issue was not resolved.